Event description:
It was reported that during a meniscus repair procedure, after the t1 deployed, the t2 implant would not deploy when the knob was depressed. T2 got stuck inside of needle shaft. No patient injury and delay were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows both ts are free from the insertion needle. The actuator is in its post t2 deployment position indicating a complete deployment. The insertion needle is dramatically bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle.